Event description:
"Endoleak type iiib or type IV: on (B)(6) 2019: tevar was performed for the descending aortic aneurysm. The relay plus was advanced through the left femoral artery and implanted as planned. Contrast radiography after the procedure showed possibility of endoleak type IV, but the physician thought that it would disappear. The procedure was completed. On (B)(6) 2019: follow-up CT confirmed endoleak type IV or type iiib. The aneurysm has not grown bigger and no health damage to the patient has not been reported so far. The patient has been under follow-up observation." Patient outcome: "the patient has been under follow-up observation. No additional information to be provided per email (11/22/2019) from (B)(6) japan due to hospital policy. Email received from qa, (B)(6) japan on 12/09/2019 confirming CT images are not able to be anonymized due to patient privacy policy."

Event description:
"Endoleak type iiib or type IV: on (B)(6) 2019: tevar was performed for the descending aortic aneurysm. The relay plus was advanced through the left femoral artery and implanted as planned. Contrast radiography after the procedure showed possibility of endoleak type IV, but the physician thought that it would disappear. The procedure was completed. On (B)(6) 2019: follow-up CT confirmed endoleak type IV or type iiib. The aneurysm has not grown bigger and no health damage to the patient has not been reported so far. The patient has been under follow-up observation." Patient outcome: "the patient has been under follow-up observation. No additional information to be provided per email (11/22/2019) from (B)(6), qa terumo (B)(6) due to hospital policy. Email received from qa, terumo (B)(6) on 12/09/2019 confirming CT images are not able to be anonymized due to patient privacy policy."